Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-03207), was submitted on 18-nov-2025. However, based on the reassesment and investigation done on 23-jan-2026 and clinical review done on 04-feb-2026, it was determined that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient experienced a severe hypoglycemia event on (B)(6) 2025. The patient was performing household activities when they passed out due to low blood glucose, measured at 20 mg/dl. Emergency medical services (ems) were dispatched and provided treatment by administering food and sweetsand intravenous insulin to raise blood glucose. The patient declined transport to the emergency room and was not hospitalized. No further information is available.